Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to low readings. See attached file for details.

Event description:
The customer reported via phone call that the customer had low blood glucose. The customer¿s blood glucose level was 135 mg/dl and 47 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will be returned for analysis.